Manufacturer narrative:
(B)(4). Device not returned. The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastrectomy, the deployed staples were over bent when the reload was used on the jejunum at the 2nd firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.